Event description:
As reported by the user facility: customer states, "the safety shield didn't properly engaged after an IV insertion. The needle was sticking out the side of the shield, which resulted in a needle stick. The nurse placed the needle after the IV start in the packaging. When she was cleaning up the garbage scooped up the needle and was stuck in the right thumb". Normal needle stick procedures were conducted. No treatment was done.